Manufacturer narrative:
This is one of three products used during the same procedure. Please reference MFR. Report #s 9610978-2007-00134, 00135, and 00136.

Event description:
It was reported that three balloons burst before nominal pressure was reached. The products were properly inspected and prepped per the IFU before use. The procedure was successfully completed with a fourth opta pro balloon. There was no reported pt injury. The product was not returned for analysis. A DHR review was performed and showed that this lot of products, including subassemblies, met all requirements per the applicable manufacturing quality plan, including the burst test values. There is no additional info regarding pt, lesion or procedural characteristics regarding this event. Since the product or films of the procedure will not be returned, there is not enough info to draw a conclusion between the device and the event.